Manufacturer narrative:
(B)(4). (B)(6).

Event description:
It was reported that an error message to replace the sensor occurred. The sensor was inserted on (B)(6) 2022. Data was evaluated and the allegation was confirmed. The probable cause was determined to be a sensor failure due to low counts aberration. In addition, an early sensor expiration due to a stale start command was found in connection to the reported allegation. The reported event of an error message to replace the sensor is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.